Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the tip did not cut during the procedure. The procedure was completed by using a new tip. There was no pt harm. Additional info has been requested.